Event description:
Reportedly, while the device was being charged again in an attempt to deliver defibrillator energy to the pt, the device would not reach a charge ready state.

Manufacturer narrative:
Physio-control provided the reporter with an additional review of device operation. The local service rep followed up with an offer of service. The facility declined the offer of service, indicating it was not warranted.